Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine and "other drug cocktails." The indication for use was non-malignant pain. The personal therapy manager (ptm) was not working, and it had never worked. The patient was seeing lockouts with the time remaining on the screen. The patient stated that they knew how to use the ptm. The patient thought his pump was defective. He was in constant pain for a whole year. It was difficult for the patient to walk 50 feet. The healthcare provider did a dye study and increased the dose by 30%; it did not help. It was also noted that the healthcare provider did 9 surgeries on the patient's back, and each surgery did not help. The patient had 10 screws in his lumbar. The patient had an upcoming appointment on (B)(6) 2016. Additional information was received from a healthcare provider. The patient's pump was noted as having administered fentanyl with concentration 1500 mcg/ml at a dose rate of 100 mcg/day. Other medications the patient was receiving at the time of the event included morphine 15 mg immediate release (ir) tablet up to 3 per day. The healthcare provider planned to bring the patient in. No actions or intervention was taken as of yet. The cause of the personal therapy manager (ptm) issue was unknown at the time of the report. It was unknown if the issue had resolved at the time of the report.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl and morphine at unknown concentrations and dosages via an implantable pump for non-malignant pain. It was reported that the patient stated he had not gotten relief from the pump since implant. The hcp had just started seeing the patient in (B)(6) of 2016. There had not been volume discrepancies. The previous managing hcp may have done a dye study already, but it was unclear on what the results were. The hcp called back in and stated that a dye study was attempted. They were not able to aspirate from the catheter access port (cap). They may have gotten back 0.25 ml of fluid, but that was it. The needle was in the correct place as it was performed under fluoroscopy. The hcp knew she was in the cap. The physician was notified and the likely next step may be to do imaging of the catheter to see if there were any clear issues with the connection, etc. The pump was showing no concerns or issues in the logs. The information above was previously submitted under manufacturer report 3004209178-2017-01959. Additional information was received from an hcp via a manufacturer¿s representative on (B)(6) 2017. It was reported that the patient was experiencing a sub-therapeutic effect despite escalating doses of morphine and that the hcp suspected there was a catheter issue. A dye study was attempted (date unknown) but was unable to be completed due to an inability to aspirate. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was taken to resolve the issue. The catheter was explanted and replaced on (B)(6) 2017 and would be returned. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. It was noted in this report that the drug in the pump was morphine [20 mg/ml] at a dose of 1 mg/day.

Manufacturer narrative:
Returned catheter analysis found the catheter body was kinked. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.